Event description:
A customer reported being unable to obtain sensor scans while using the freestyle librelink app. As a result, the customer was unable to self-treat due to being confused and the paramedics were called and they received unspecified medical treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer¿s product data has been requested for investigation. A follow-up report will be filed once additional information is obtained. Per smartphone compatibility information, with use of application, the customer's device (phone) has not been tested for compatibility at the time of investigation. The compatibility guide states that abbott diabetes care has not assessed compatibility on phone/operating systems other than those listed. This guide is available to the user on the websites where the product is launched. Therefore, this issue is not confirmed. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
An issue was reported with the adc application in use with in use with iphone 12/ os version 16.1. The user reported not being able to scan a freestyle libre 2 sensor with the freestyle librelink application. Attempted to replicate the user¿s complaint using a similar configuration was performed. A sensor was able to be scanned successfully using the ios version of the application (2.8.1.6120) and was not able to replicate the complaint. Therefore, the complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported being unable to obtain sensor scans while using the freestyle librelink app in use with iphone 12/ os version 16.1. As a result, the customer was unable to self-treat due to being confused and the paramedics were called and they received unspecified medical treatment. No further information was provided. There was no report of death or permanent injury associated with this event.